Manufacturer narrative:
Manufacturers ref # (B)(4). . E1) phone number: (B)(6). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: thoracic endovascular aortic repair (tevar) was performed for the aortic arch. A bypass was created for the proximal left subclavian artery, and a zta-p-38-217-w1 stent graft was deployed just below zone 2 (left common carotid artery). During the final angiography, proximal type 1 endoleak was identified. An additional extension was planned; however, the tip of the extension device (zta-de-38-91-w1) became stuck at the arch level and could not be delivered. A pull-through technique was considered, but due to the presence of the bypass, it was deemed too risky. Multiple attempts were made to advance the device, but all were unsuccessful. Ultimately, the attempts were halted, and a follow-up angiography revealed that the end leak had resolved spontaneously. Balloon molding was performed to secure the device in place, after which the procedure was completed.